Manufacturer narrative:
An event regarding revision due to "pain and pseudotumors involving an abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain, metal in blood stream, infection, discoloration of tissues is considered to be under the scope of this recall. No further investigation is required.

Event description:
The legal department has advised that a claim for damages has arrived following the implantation of an abg ii mod. In 2010 in a patient with congenital dysplasia of the right hip and left coxalgia. The prosthesis was removed in 2022 as it was found that the patient was suffering from hip pain following the implantation of prosthesis type abg ii with the presence of peri-prosthetic pseudotumors and to avoid periprosthetic bone resorption phenomena and soft tissue degeneration.